Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s case manager reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2019 with unknown blood glucose level. The customer¿s case manager was reported that insulin pump was working before getting discharged from the hospital. The customer was using the insulin pump during hospitalization. The customer¿s case manager was reported that the drive support cap was flushed out of the insulin pump. The customer was advised that the insulin pump needed to be discontinue and to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08710 inches. The drive support disk was inspected and no anomaly was noted. Insulin pump received with minor scratched display window and case. Insulin pump received with stained back address serial number label.